Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had atrial undersensing which caused the device to give an inappropriate shock for sinus tach. Reprogramming was done. The atrial lead and ICD remain in use. No further patient complications have been reported as a result of this event.